Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. Blood glucose was 151 mg/dl. The supplies were changed to address the event.